Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failures 'air/water cylinder (tube) has foreign objects' and air/water tube has foreign objects' is cause traced to failure to follow instructions. The most probable cause regarding the additional events is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the suction cylinder, scope connector cover unit, air/water cylinder, air/water tube, channel tube, and the forceps channel port. There was no patient involvement.